Event description:
It was reported that during a follow up, 2 vf episodes with aborted therapies were observed due to noise. The lead was capped and will not be returned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.